Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a hematoma was noted post implant of this device. The hematoma was removed and the pocket was cleaned and re-sutured. No additional adverse patient effects were reported. The device remains implanted.